Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, 89 retention samples from bd inventory were evaluated by visual examination and the issue relating to gel air bubble was observed in one (1) tube, but no foreign matter was seen. Complaints for sample quality are under statistical control for the month of june 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel air bubbles-before use, however unconfirmed for foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that before using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, customer noticed 243 of the tubes had foreign matter in the wall and 685 tubes had air bubbles in the gel. No patient impact reported.